Event description:
Biphasic zoll defibrillator would not charge, which resulted in a delayed emergent cardioversion. The machine gave a "bridge test failed" message and would not charge. That same machine had passed a routine check before it was used for this procedure. A second machine had to be brought in to complete the procedure and the patient was then successfully cardioverted. Device safety report filed.